Event description:
Account obtained results less than the measuring range for pth, l.h, tsh and estradiol. The field service representative found a pinhole leak in the sr tubing. He repaired the instrument by replacing the damaged sr tubing.